Event description:
Rn attempted to prime a tpn bag with filter extension set twice and both times the fluid would not move through the filter. Ref number on both packages 473989. Lot number on both packages 0061761321. [Redacted date] item collected. [Redacted date] emailed [redacted name]. Manufacturer response for IV filter extension set, (brand not provided) (per site reporter).